Event description:
It was reported that before use when turned on, the cardiosave intra-aortic balloon pump (iabp) messaged error 10. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) error 10 when turned on.getinge field service engineer (fse) unit started up with power-up error 10. Verified the battery on the executive processor board is dead. Replaced executive processor board per service manual. Updated software to b.17 and calibrated all transducers. Performed checklist and functional tests. All tests pass and are within manufacturer's specifications. Unit is cleared for clinical use. No patient involvement.